Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom part of the insulin pump fell off. They were holding the insulin pump in their hand when it occurred. The customer¿s blood glucose level was 202 mg/dl. Troubleshooting was performed. It was noted that the entire bottom where the drive shaft was located was what fell off. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with loose drive support disk, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, missing end cap sticker and broken battery tube threads.